Manufacturer narrative:
Date rec'd by MFR: 01nov2019. Date of report: 04nov2019. The customer troubleshot with tech support over the phone. The customer reseated the cables and boards of the device to address the issue. The issue has been resolved and the device now functions as intended without replacing any parts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
The customer reported an alarm led failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.